Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid was found in 5 of the bd veo¿ insulin syringes with the bd ultra-fine needle during use. The following information was provided by the initial reporter: "consumer left voicemail regarding fluid in the syringe."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8316910. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification(B)(4) noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that fluid was found in 5 of the bd veo¿ insulin syringes with the bd ultra-fine needle during use. The following information was provided by the initial reporter: "consumer left voicemail regarding fluid in the syringe."